Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no ECG signal while using the m1663a ECG trunk cable. The customer did not report any patient/user involvement.